Manufacturer narrative:
Device is combination product: device evaluated by manufacturer: returned product consisted of a taxus liberte (mr) stent delivery system (sds) in two pieces. It was determined that the hypotube was broken 24cm. Distally from the strain relief. Microscopic examination of the material surrounding the hypotube break did not reveal any inherent deficiencies that would have contributed to the incident. The returned catheter was visually and tactilely examined along the entire length of shaft and no other damage was seen other than the broken hypotube. The distal end of the sds was inspected under magnification and found tip damage but no damage was found on the stent. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
Reportable based on the analysis completed on (B)(6) 2010. It was reported that during a coronary drug eluting stenting treatment procedure, a shaft break occurred. The roughly 70% stenosed target lesion was located in the moderately stenosed and severely tortuous left main (lm). Rotational atherectomy was performed and the lesion was pre-dilated with a maverick 2.5mm balloon. Immediately after pre-dilatation, the % stenosis was 30%. Next, a taxus liberte' 3.5x28mm stent was advanced but resistance was met when attempting to cross the lesion. As the stent delivery system was removed from the patient the shaft broke 10cm from the hub. Another attempt was made to cross the lesion with a taxus liberte' 3.5x24mm stent but the same event occurred. This device was removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient status was reported as fine. However, the returned product revealed that the shaft break was 24cm from the strain relief.